Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material could not be determined. The material could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. As noted, foreign material was found clogging the nozzle and compromising air/water flow. Additionally, the distal end adhesive was found missing. Scratches were noted on the number 1 switch, the insertion tube, the operation part, the universal cord, and the right/left angle fixing knob. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer originally returned his olympus evis lucera gastrointestinal videoscope due to an unspecified air/water flow issue. There was no patient harm reported as a result of the above event. During the device evaluation, it was discovered that the unit had undergone insufficient reprocessing as foreign material was found clogging the nozzle. This report is being submitted to capture the insufficient reprocessing confirmed during the device evaluation.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 9610595.